Event description:
Gradual and worsening symptoms of the following: fatigue, waking up tired, depression, hair loss on head and eyebrows, extreme joint pain in hips after walking, extreme vertigo leading to blackouts, memory loss, constant back and neck pain, dry scalp and hair, dry eyes, breast pain, loss of motivation, memory loss, shortness of breath, brittle nails, thyroid issues, liver issues (never drank alcohol once in my life). FDA safety report ID# (B)(4).